Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune disorder"), thyroid disorder ("he also said my thyroid is on its way out") and chronic disease ("chronic disease"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, thyroid disorder and chronic disease outcome was unknown. The reporter considered autoimmune disorder, chronic disease, medical device removal and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune disorder"), thyroid disorder ("he also said my thyroid is on its way out") and chronic disease ("chronic disease"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, thyroid disorder and chronic disease outcome was unknown. The reporter considered autoimmune disorder, chronic disease, medical device removal and thyroid disorder to be related to essure. Most recent follow-up information incorporated above includes: on 7-jan-2020: all the information from deletion case (B)(4) was transferred to this case. Event: chronic disease was transferred. Reference section was transferred. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune disorder") and thyroid disorder ("he also said my thyroid is on its way out"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder and thyroid disorder outcome was unknown. The reporter considered autoimmune disorder, medical device removal and thyroid disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Most recent follow-up information incorporated above includes: on 7-jan-2020: all the information from deletion case (B)(4) was transferred to this case. Event: autoimmune disorder, thyroid disorder was transferred. New reporter and reference section was transferred. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.